Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had uncomfortable stimulation and was noticing all kinds of crazy sensations, they were laying on the left side the night before the report and the sensations woke them up. The patient stated that they rolled to the right side and it ¿went berserk¿. The patient stated that they woke up that morning and had an upset stomach, and issues with their bowel movements. The patient stated they tried dropping it back down that morning, but they weren¿t sure if it helped because they were still nauseous, and still had times where they felt weird, erratic stimulation. The patient was redirected to their healthcare provider to check the device, and to consider turning the stimulation off. No further complications were reported.